Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited noise due to insulation breach. The rv lead was explanted and replaced. The patient remained stable throughout the procedure.

Event description:
New information received notes that the right ventricular (rv) lead exhibited noise over-sensing due to insulation breach. The insulation breach was confirmed via fluoroscopy.